Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the issue had occurred because both the data sync and maintenance services on the station were stopped, which prevented the station from syncing with the server. A technical support specialist identified that both services were not running, restarted them, and verified that the data sync service had resumed communication with the server. The specialist also checked the last upload and download timestamps and confirmed they were from the previous day. Full sync was then performed without dropping the database. Finally, the sync completion and status were verified, confirming that the station was back in sync with the server. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6) .

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was showing fatal error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.